Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that they had put a new pod on her son at around 6:30 pm on (B)(6) 2019 and that a little after 7:00 pm that evening his bg levels were up to 388 mg/dl and he was not feeling well. He was also experiencing chest pains, heart was racing, weakness and he had a headache. Mom called 911 at that time. Mom did not state what type or if any treatment was provided by the paramedics but he was transported to the emergency room. Patients mother had also stated that she had tried to correct him with a syringe but that his bg levels were still rising and had gone up over 500. When he arrived at the hospital his bg levels were at 598 and he still had the pod on. Patients mother stated he was not admitted to the hospital but that this was an ER visit. They did remove the pod at the ER and he was given 25 u of lantis as well as 11 u of regular insulin. He was also given IV fluids. No other medications were given or prescribed. The emergency room staff did tell her to discontinue use of the omnipod and to call insulet in the morning to try using the system again. Mom had stated that her son is using ademaolog and that ever since they took him off of humalog his blood sugars have been out of whack. The patients diagnosis was hyperglycemia.